Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable pacemaker had a projected remaining longevity of 2 years from the previously estimated longevity of 0.5 year. Boston scientific technical services (ts) discussed current bin hopping changes. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
The return of the product was requested. If the product is returned, analysis will be performed and this event would be updated upon analysis completion.

Event description:
Additional information obtained from the field which indicated that this device was explanted. No additional adverse patient effects were reported.